Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated mycobacteria and micro-organisms (out of tolerance). Laboratory results were provided. There is no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
Review of official lab reports dated 09.jan.2024 on water samples taken from the device on 05.dec.2023 confirmed that: - in the cardioplegia tank, the ntm count was over the acceptable limit (>80 cfu/100ml); - in the patient tank, the pseudomonas aeruginosa and the bacterial count were over the acceptable limits (>80cfu/100ml and > 300 ufc/ml respectively). From follow-up communication, several deviations from IFU recommendation in the hc3t devices maintenance procedure at customer site were found: - water quality check is randomly monitored; - a disposable filter different to pall-aquasafe is used but no information about the filter model has been provided, therefore it can't be confirmed if replacement frequency of 1 filter per month is appropriate; - water circuits are not disinfected before storing; - the hc3t field blue tubing set (code: 96-410-774) used with the heater-cooler is not replaced every year; - anois is used to disinfect the surfaces (even if it is not listed in the product IFU); - disposable gloves were not solely used for hc3t device during cleaning. Moreover, livanova learnt that, after discovery of device contamination, the hospital performed water replacement each day and disinfection every 7 days, and the blue tubing set was replaced. Reportedly, the sink water was not tested and no official lab report was provided. A device service history review has been performed and identified that the unit was manufactured in 2015 and several other similar events have been reported (previous one in 2020). Complaints database review revealed that two other units were found to be contaminated at the same hospital (#2024-00167 and #2024-00169) based on all the gathered information, it cannot be excluded that all the above deviations from maintenance instructions reported in the IFU have contributed to the contamination and growth of the bacterial colony inside the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.